Event description:
It was reported that the lens haptic broke as the surgeon was inserting the lens into the eye. The surgeon removed the lens and implanted the backup lens. The incision was not enlarged but sutures were placed. Additional information was requested but not yet received. This report refers to the lens involved in the event. Reference MDR #1313525-2015-01391 for delivery device involved in the event.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found one haptic torn off and missing. The other haptic is bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history was reviewed adn there were no non-conformities or anomalies related to this complaint. Based on the information currently available it is possible that user-related factors (such as loading or handling techniques) and / or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
The lens has been returned to bausch + lomb and is under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.